Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental report was created to capture update on h6: evaluation conclusion codes (1).

Event description:
It was reported that this right ventricular (rv) lead was damaged when replacing the generator for a normal battery consumption. The physician cut both previously implanted leads during the skin incision and the ventricular lead was successfully removed using evolution. A new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was damaged when replacing the generator for a normal battery consumption. The physician cut both previously implanted leads during the skin incision and the ventricular lead was successfully removed using evolution. A new lead was placed. No additional adverse patient effects were reported.